Event description:
A customer reported receiving a reading of 329 mg/dl on her freestyle freedom blood glucose meter, took insulin based on that reading and then lost consciousness. After waking up, she performed another blood glucose test and the reading was 255 mg/l . The paramedics were called, tested her blood glucose and the reading obtained was 45 mg/dl. The customer reported the paramedics gave her glucose and did not take her to the hospital. She also reported drinking orange juice and having peanut butter and bread to counteract the symptoms. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
Customer returned meter. The complaint is under investigation and a follow-up report will be filed once the investigation is complete.